Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: two samples were received in opened packaging blisters. Both have the plastic shield and the safety mechanism has not been activated. Visual inspection was performed, both samples have a string of plastic at 1/2" from the needle tip to the needle hub. No other defect or imperfection was observed. Additionally, one photo was provided, it shows one of the samples received with no plastic shield. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on the investigation and with the sample analysis the symptom reported by the customer is confirmed. We will continue monitoring the complaint trend for the product and symptom. Probable root cause. It could be possible that the needle tip touched the inner wall of the safety mechanism while this one was assembled, inducing the plastic string. Alignment of the fixtures where the needle assembly is while assembling the safety mechanism were inspected finding them all aligned.

Event description:
It was reported that 3 bd safetyglide¿ needles had plastic threads wrapped around them. The following information was provided by the initial reporter: "we found 3 needles that had plastic threads wrapped around the needle. All same lot #s and exp date."